Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The above mentioned customer is participating in the mds-21nrfit001 study. The patient has collapsed seconds after the beginning of the study procedure (spinal anesthesia), drop in blood pressure and bradycardia. The adverse event resolved started on 09-feb-2024 and resolved on the same date. The patient explained previous collapse during prostate biopsy due to stress and fear. The spinal nrfit needle was not successfully placed due to the circulatory collapse of the patient. Action taken due to the adverse event: device removed. Relationship to bd nrfit spinal needle quincke set catalog number 400226, lot number 2103704: not related. Relationship to bd nrfit syringe slip 5ml catalog number 400051, lot number 3117599: not related . Relationship to bd nrfit introducer as part of the set catalog number 400226, lot number 2103704: not related. Relationship to bd nrfit blunt filter catalog number 400066, lot number 2327051: not related. Relationship to procedure: causal.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No additional information received.